Manufacturer narrative:
Philips has investigated this complaint. The system was outside clinical use at the time of the event . A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. Fse also found that the hard disk was damaged. The fse replaced the flexvision pc and hard disk and installed the software. After replacement of the flexvision pc, hard disk and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Philips has started an investigation of this complaint.